Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the disposable cassette caused the pump to exhibit a no disposable pump won't run message. No patient injury was reported.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updates not required. H10: device evaluation was completed. No product was returned for investigation. The cause of the reported problem could not be determined. No lot number was provided; therefore, device history review could not be performed. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if additional reportable information becomes available.

Manufacturer narrative:
B5: customer response june 24, 2022. Additional information received: patient information (initials, patient sex and dob), and operator of the device (patient). The event was reported during the use with the patient. The outcome was: resolved. Device is not available for investigation. Further information unknown. Correction: operator of the device: patient/consumer.